Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (cannot run detect and treat due to functional issue) was due to contamination being found on j502 of the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to functional issue.